Manufacturer narrative:
Results of remote functional testing by the remote service engineer (rse) indicated that the device needed a reboot. The device was operational after rebooting and remains in use at the customer's site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there are no audible alarms. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. The philips remote service engineer (rse) assisted the customer remotely with troubleshooting. The surveillance system was rebooted which resolved the issue.